Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently the pump battery rapidly depleted and pump shut off. Customer's blood glucose was 206 mg/dl. Customer reverted to using manual injections for insulin therapy.